Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of pain, swelling, and purulence. The customer had contact with a healthcare professional who prescribed keflex 100 mg (cephalexin antibiotics), acuatim ointment (antibacterial), and miya bm for treatment.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptoms of pain, swelling, and purulence. The customer had contact with a healthcare professional who prescribed keflex 100 mg (cephalexin antibiotics), acuatim ointment (antibacterial), and miya bm for treatment.

Manufacturer narrative:
Sensor ((B)(6)) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. The adhesive was returned and no abnormalities were observed, therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the combined initial and final MDR was inadvertently missing the returned product investigation on the reported sensor. Sections h6 and h10 have been updated to include returned product investigation findings.